Event description:
Per the clinic, the patient is having progressive decline in her implant function. The surgeon suspected that the patient has perilymph fistula around the device's insertion into the cochlea. A revision surgery was performed on october 24, 2023, under general anaesthesia in order to remove the perilymph fistula. The surgery was successful and the device remains implanted.

Manufacturer narrative:
This report is submitted on november 28, 2023.